Manufacturer narrative:
The device was returned to olympus (B)(4). The device inspection by (B)(4) confirmed followings;electrical safety checks failed.-the light guide lens was chipped and the adhesive around the lens was cracked and worn. There were scratches on the distal end cover. The adhesive on the bending section rubber was worn. The coating on the insertion tube was peeled off. The control body was damaged and cracked. The switch on the control body was damaged. The coating on the universal cord was peeling off. The angle range of the bending section was insufficient and there was play.then, (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the investigation result,olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; there was a difference between customers and olympus in how to reprocess the device. Bacteria were contaminated during culture test sampling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. First time; (B)(6) 2021. Suction channel: microorganismes aerobies at 30 degrees for two days (3 cfu/100ml), microorganismes aerobies at 30 degrees for three days (9 cfu/100ml), microorganismes aerobies at 30 degrees for five days (9 cfu/100ml). As a result of the analysis, stenotrophomonas maltophilia were detected. Instrument channel: microorganismes aerobies at 30 degrees for two days (<1 cfu/100ml), microorganismes aerobies at 30 degrees for three days (1 cfu/100ml), microorganismes aerobies at 30 degrees for five days (1 cfu/100ml). As a result of the analysis, stenotrophomonas maltophilia were detected. Second time; (B)(6) 2021. Suction channel: microorganismes aerobies at 30 degrees for two days (12 cfu/100ml), microorganismes aerobies at 30 degrees for three days (12 cfu/100ml), microorganismes aerobies at 30 degrees for five days (12 cfu/100ml) as a result of the analysis, enterobacter and stenotrophomonas maltophilia were detected. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie3, using peracetic acid. There was no report of infection associated with this report.